Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user expressed dissatisfaction with a recent supply shipment, reporting receipt of incorrect connectors and becoming upset during the call. At the time, blood glucose (bg) was 316 mg/dl. Follow-up confirmed the user had received tandem supplies instead of ilet supplies. The agent clarified that shipments are managed by the distributor, arranged for goodwill replacement supplies, and advised delivery would be delayed due to the holiday. The user reported past issues with supply distribution. Follow-up attempts on 04-sep-2025 and 11-sep-2025 to update blood glucose questions (bgqs) were unsuccessful. Blood glucose (bg) was affected but later returned to range. No symptoms during the event were reported, and no medical intervention required at the time of call.